Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. There were no reports of any malfunction of the generator. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, it is pointed out as a caution note in the instructions for use that improper connection between the neutral electrode and the patient¿s skin surface may cause patient burns. Also, the user is advised to always use split neutral electrodes, if possible since, when using non-split neutral electrodes, the contact quality monitor does not work. As a result, an unintended detachment of the neutral electrode will not be detected which may result in patient burns. Based on the information available, it must be assumed that the above-mentioned phenomenon occurred. Thus, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic breast surgery, the patient sustained a third-degree burn at the right iliac crest where the neutral electrode was placed. The burn injury was treated with a bandage. However, the intended procedure was completed without prolongation of procedure time. The patient is doing fine.